Event description:
It was reported that the patient had difficulty charging the ipg and it was noted that the ipg had migrated. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Exact date unknown, event occurred in last few months.